Manufacturer narrative:
The customer returned the strips. They were tested using control solution and a retention meter. All of the returned results were within the acceptable range. The allegation in this case could not be substantiated.

Manufacturer narrative:
This event occurred in (B)(6). Currently awaiting the return of the product from the customer.

Event description:
The customer reported the following results on a patient in their emergency room that was being seen for general weakness. While using their accuchek inform ii (serial number (B)(4)), they noted the following results on that meter compared to a blood gas analyzer (gem premier 3000) and a laboratory instrument (tba-c16000). All of the results were taken on (B)(6) 2016. At 16:24 a result of 47 mg/dl (capillary) was obtained on the accuchek inform ii. At 16:43 a result of 126 mg/dl (heparin tube) was obtained on the gem premier 3000. At 16:52 a result of 290 mg/dl( heparin tube)was obtained on the gem premier 3000. It was reported that this blood was drawn during a dextrose IV injection of 50% dextrose, 1,000 cc. At 17:01 a result of 18 mg/dl (capillary) was obtained on the accuchek inform ii. At 17:14 a laboratory sample in an sst tube was reported out to be 155 mg/dl. At 17:22 a result of 86 mg/dl (capillary) was obtained on the acccuchek inform ii. The emergency room doctor did not believe the results that were obtained on the accuchek inform ii. It was reported that controls run on the accuchek inform ii were within acceptable ranges on the day before, the day of and the day after the event. The suspect product was requested to be returned and the replacement product was sent. At the time of the report the patient was still in the hospital in the eicu. All blood glucose results in the eicu have been in the normal range. There was no adverse event.